Manufacturer narrative:
The IFU for the dimension vista ctni flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." Siemens healthcare diagnostics inc. Analyzed the data from the patient and evaluates the pattern of results as an unusual event specific to the sample and suggestive of possible heterophilic interference. The instrument is performing within specifications. No further evaluation of the device is required

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The results were reported to the physician. Subsequent runs of the same sample with alternate lots of reagent on the same system recovered lower results. A cardiac catheterization was performed on the patient. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.